Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the tibial articular surface provisional (tasp) was noted to be broken in the tray. It is reported that the broken tasp was discovered prior to surgery and was not used during surgery.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. All pieces were returned for visual inspection, which confirmed that returned tasp post was fractured into three pieces. The device was manufactured in may of 2014 and had an approximate field life of 2 years 4 months with an unknown frequency of use. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Review of the complaint history determined that no further action is required as no trends were identified. A previous investigation into this issue determined that the likely root cause for the tasp fractures is bending/torsional loading on the device. A notification was sent to the field on august 7th, 2014 to provide additional clarifications relating to the instructions for use of the tasp construct for all persona users on file at the time of the field notice. Ps tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured tasp component in this complaint was manufactured before the design modification. The root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.